Event description:
The reporter stated that the reporter did meter to lab comparison tests, about 1-2 hours apart. The reporter was uncertain of the time difference. Both tests were fasting. The reading on the reporter's meter was 130 mg/dl, and the lab result was 250 mg/dl. The reporter stated that the reporter was feeling dizzy. No harm was alleged.